Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the left ventricular (lv) lead was unable to pace. The right ventricular (rv) lead was also unable to pace after repeated attempts at multiple sites. The leads were replaced. No patient complications have been reported as a result of this event.